Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy procedure, at the third firing, the connection part of the handle and the cartridge was broken. A new handle and a new cartridge were used. The doctor did not know whether the event was caused by the connection problem of the nurse or the original defectiveness of the cartridge, there was no trouble with the operation though. There was no patient injury.